Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval, yes. D10: returned to manufacturer on: 2021-05-20. H6: investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned (1) sample and (1) photo of emerald 3ml w/n from lot # 0.0337475, product # 302986, with the reported issue that ¿when opening the packaging (before using the syringe) it was noted that it already contained (in the cone) a different liquid than what would be aspirated with it (nacl 0.9%)¿. The DHR of lot number 0337475 was reviewed and there was no quality notification raised in the device history record from its production inception to its dispatch. One sample and one photograph were shared by the customer along with the registered complaint. Bd bawal has used ten retention samples material code 302986 on lot number 0337475 to investigate the registered complaint of liquid present in cone. The investigating team has carried out the visual inspection of liquid present in cone on the retention samples of material number 302986 of lot number 0337475 and did not have any samples showing and liquid present in cone in any of the retention samples. The root cause is that whenever 3ml p&a machine stops for more than 30 seconds continuously, silicone drops fell into barrel present below silicone gun. We updated plc program so that whenever machine stops for 30 seconds or more, barrel present below silicone gun will be rejected during machine start up and barrel with drop of silicone oil inside it will not move to approve syringes. The defect is confirmed. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 3ml ls emerald experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: when opening the packaging (before using the syringe) it was noted that it already contained (in the cone) a different liquid than what would be aspirated with it (nacl 0.9%).

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ls emerald experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: when opening the packaging (before using the syringe) it was noted that it already contained (in the cone) a different liquid than what would be aspirated with it (nacl 0.9%).